Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour. The probable cause was determined to be potential patient misuse due to closing the app. The reported event of receiving no data is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.